Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. The device was in good physical condition with no physical damage or adulterations. The device was sent in with two h-2 pressure chambers, sn (B)(6), with the clamp and clamp knobs. Powered on device and used a calibrated pressure gauge (e6823, due: jan 2025) to check the air pressure. The air pressure was measured to be 0psi, compressor was not working. The return tube was cracked. The customer's indicated failure was confirmed. The root cause was that the connector for the air compressor was not firmly seated in the pcb, causing no power to reach the compressor. The compressor was pushed firmly into the pcb. This is a loaner and will be returned to the loaner pool, it will be repaired if needed. This was also a repeat repair due to it being repaired and returned to customer in aug. Of 2023, then sent back for the compressor issue in nov. Of 2023.

Event description:
It was reported that the compressor was not working. The pressure meter was reading zero. There was no patient involvement and no patient harm/adverse event reported.